Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements out of range. Technical services (ts) reviewed and stated there was likely calcification on the lead. Ts recommended to have a lead replacement. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.